Manufacturer narrative:
Correction: e1 - reporter name was (B)(6), from initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-31584. It was reported high impedance was found on both of the patient's leads. Reprogramming was unable to provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.